Event description:
It was reported that the patient presented on (B)(6) 2018 for left ventricular lead revision procedure due to the lead being unable to be placed in the selected branch because of anatomical barriers. The lead was explanted and replaced successfully. The patient was recovering post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.